Event description:
Child born with meconium stain, jaundice at 4 yr, headache, stomach jaundice, night sweats, aches, allergies, progressed to grand mal seizures, lesion on brain, encephalomalacia, hypothalmic "mood disorder", behavior problems, permanent teeth didn't grow, bipolar, drug user, chronic aches and pains, difficulty swallowing, deviated septum, chronic "rhinosinusitis" conjunctivitis, swelling and tingling, movable masses, mucosa thickening, asthma, chest pains, blurred vision, penile lesion, burning while urinatiion, muscle and joint pain, hyperactivity, aypoplasia, psycosis, psychopathic behavior, dysphonia, caryngitis, tonsilitis and bronchitis.